Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic for a routine follow up and had experienced muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis confirmed that the device was returned in backup mode. Following a firmware download, the pulse generator exhibited normal device characteristics.